Manufacturer narrative:
Device has been returned for evaluation. Once evaluation is complete a follow up report will be submitted.

Event description:
It was reported that during a procedure 2 blades broke. It was further reported that a piece had to be retrieved using a c arm. The procedure was completed successfully with a delay of 15 minutes. There were no adverse consequences to the patient or user as a result of this event.

Event description:
It was reported that during a procedure 2 blades broke. It was further reported that a piece had to be retrieved using a c arm. The procedure was completed successfully with a delay of 15 minutes. There were no adverse consequences to the patient or user as a result of this event.

Manufacturer narrative:
The device was returned for evaluation. The quality investigation is complete.